Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose. Customer's blood glucose was 350 mg/dl. Customer requested that insulin pump be replaced due to being out of warranty. Customer reported that last insulin pump that was out of warranty caused him to go into diabetic ketoacidosis. Customer was advised that loaner pump would be sent out until insulin pump arrived. Customer was also advised that insulin pump replacement may not solve issue as customer declined high blood glucose troubleshooting.